Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform displayed "replace battery" message upon insertion of a fully charged autopulse li-ion battery (serial #(B)(4)). The crew did observed the battery status as fully charged on the autopulse multi chemistry charger prior to insertion. No patient involvement.